Event description:
A malfunction alarm, malf 12, was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received instructions from technical support on resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to reach out if any future malfunctions occur. No additional information was received regarding the outcome of the event.